Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a merlin.net transmission loss of capture and loss of sensing were noted a fluoroscopy confirmed the lead was dislodged. The lead was repositioned successfully. The patient was asymptomatic prior to and after procedure.